Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator was not in use on a patient at the time the event occurred. The third party service engineer reported that the touchscreen issue was not able to be duplicated. Instead the service engineer found a ventilator inoperative error. The service engineer performed extended self-test (est) and the unit operated within the manufacturer specifications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touchscreen on a 840 ventilator was not working. Patient involvement is unknown.